Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: corrected h.6 type of investigation, corrected h.6 investigation findings, corrected h.6 investigation conclusions. The esheath+ was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A 3mensio was provided for review and revealed the following: moderate to severe tortuosity was observed in the patient's access vessel (right side), mild calcification was observed in the patient's access vessel. Device imagery was provided for review and revealed the following: curvature was noted on the sheath shaft, a portion of the liner in the middle of the shaft was expanded; the rest of the liner was unexpanded. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath+ usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event of difficulty introducing sheath into the patient was confirmed based on the provided imagery. As reported and per imagery review, moderate to severe tortuosity and mild calcification were present in the patient's access vessel (right side). Additionally, curvature was noted on the sheath shaft, which can be indicative of tortuous vessels. Per the training manual, "push force can vary due to angle of access and insertion, vessel diameter, tortuosity, and degree of calcification." Tortuosity can create sub-optimal angles for sheath insertion, while calcification can create a restricted pathway which may lead to difficulty inserting the sheath. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device not available for return.

Event description:
As reported by an edwards lifesciences territory manager, there was difficulty inserting the 14fr esheath+ through the right iliac artery during a transfemoral tavr procedure. A perforation in the external iliac artery occurred. The perforation was repaired with a stent. It was decided to abort the procedure. The sheath was safely removed from the patient. The patient left the room in stable condition and will be reassessed for alternative access.